Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she experienced blood glucose of 600mg/dl yesterday. The customer reported that she found the quick release was not staying connecting to the site hub. The customer reported declined to troubleshoot for high blood glucose and continued to troubleshoot for the detachment. The customer stated that she does not feel comfortable using the remaining nine sets. The insulin pump will not be returned for analysis.